Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump had no display. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿the enteral feeding pump had no display.¿ the unit was triaged and the customer¿s reported condition was confirmed. The unit was observed to have a broken lcd display. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.